Event description:
This (B)(6) female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. E13069) inserted. The report describes a case of fallopian tube perforation ("perforation of right fallopian tube/unilateral right fallopian tube perforation"). The subject's past medical history included multigravida, parity 2, spontaneous abortion, postpartum state, uterine cervix dilation procedure on (B)(6) 2017 and sedation during medical procedure on (B)(6) 2017. She denied previous gynaecological intervention. Previously administered products included for analgesia during insertion of essure: lidocaine 1% with epinephrine was applied during insertion of essure on (B)(6) 2017. Concomitant products included anovlar (loestrin) since (B)(6) 2018 for contraception, cetirizine hydrochloride (zyrtec) since (B)(6) 2016 for seasonal allergy as well as prenatal vitamins since (B)(6) 2017. On (B)(6) 2017, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, 3 months 27 days after insertion of fallopian tube occlusion insert, the subject experienced fallopian tube perforation. Fallopian tube occlusion insert treatment was not changed. On (B)(6) 2018, the fallopian tube perforation had resolved. The investigator considered fallopian tube perforation to be related to fallopian tube occlusion insert. The reporter commented: the insertion was performed 6 weeks and one day after her last delivery, and she was not breastfeeding at the time of essure insertion. Furthermore it was reported that the visualization of tubal os was easy, the procedure did not take more than 20 minutes, and the fluid loss during hysteroscopy was not more than 1500cc. No complaints immediately after the insertion were reported. The investigator connected the perforation with the essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. No abnormal uterine findings were observed prior to the insertion of essure. On (B)(6) 2018 - hysterosalpingogram: normal cavity; appropriate coil placement on left; perforation of left tube on right with tube patency; the cavity was adequately filled and both coils have appropriate placement. Spill was detected from right tube with maximal distention. Patient was rolled obliquely with unilateral spill seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This 29-year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no. E13069) inserted. This case describes the occurrence of fallopian tube perforation ("perforation of right fallopian tube / unilateral right fallopian tube perforation"). The subject's medical history included multigravida, parity 2, spontaneous abortion, postpartum state, uterine cervix dilation procedure on (B)(6) 2017 and sedation during medical procedure on (B)(6) 2017. She denied previous gynaecological intervention. Previously administered products included for analgesia during insertion of essure: lidocaine 1% with epinephrine was applied during insertion of essure. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) since (B)(6) 2018 for contraception, cetirizine hydrochloride (zyrtec) since (B)(6) 2016 for seasonal allergy as well as minerals nos;vitamins nos (prenatal vitamins) since (B)(6) 2017. On (B)(6) 2017, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced fallopian tube perforation, 3 months 27 days after insertion of fallopian tube occlusion insert. Fallopian tube occlusion insert treatment was not changed. On (B)(6) 2018, the fallopian tube perforation had resolved. The investigator considered fallopian tube perforation to be related to fallopian tube occlusion insert. The reporter commented: the insertion was performed 6 weeks and one day after her last delivery, and she was not breastfeeding at the time of essure insertion. Furthermore it was reported that the visualization of tubal os was easy, the procedure did not take more than 20 minutes, and the fluid loss during hysteroscopy was not more than 1500cc. No complaints immediately after the insertion were reported. On confirmation test, it was noted that she had an asymptomatic perforation. The investigator reported it as non-serious as the subject was asymptomatic and she had no intervention performed. She did not require or receive surgery. The investigator connected the perforation with the essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. No abnormal uterine findings were observed prior to the insertion of essure. On (B)(6) 2018 - hysterosalpingogram: normal cavity appropriate coil placement on left perforation of left tube on right with tube patency the cavity was adequately filled and both coils have appropriate placement. Spill was detected from right tube with maximal distention. Patient was rolled obliquely with unilateral spill seen. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2019: in accordance with investigator's assessment, case was downgraded to non-serious